Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and ketone level was high. A bolus via the pump was delivered to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Blood work was performed, intravenous insulin and fluids were administered. Bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent damage. Customer alleged "something was wrong with the pump". Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using another pump for insulin therapy.